Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a mealtime bolus but did not eat after the bolus was delivered. The customer's blood glucose (bg) level subsequently decreased to 45 mg/dl. The customer went to the emergency room where glucose was administered to address bg level. Customer was discharged later the same day with the issue resolved and no permanent damage. A system check confirmed the pump was functioning as intended.